Event description:
Boston scientific received information that a routine follow up, a right ventricular (rv) lead dislodgement was confirmed. Upon analyzing the episodes in the device memory, the physician noted that one of the episodes where inappropriate shock was administered could not be retrieved. The sales representative attempted to explain to the physician how the device stores episodes, and the reason this particular episode details were not available. No evidence of a device malfunction was noted. An rv lead repositioning procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
Additional information received suggest that no repositioning has taken place and is not planned at this time.